Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "damaged battery". This condition has the potential to cause an interruption of delivery. This event occurred during power up. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The customer does not want to be contacted. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a damaged battery was confirmed and reproduced during product evaluation. The root cause of this condition was assigned depleted main batteries from user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.